Event description:
It was reported that a spectrum iq infusion pump alarmed "install set" when the door was closed on any set. This occurred while during programming/setup. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, 'alarms "install set" when the door is closed on any set.' Was reproduced. A review of the history log revealed 'reload set!' .a service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the tubing guide. The tubing guide requires replacement to address this issue. This issue may result in a delay of therapy. A delay of therapy is not likely to cause or contribute to a death or serious injury. Should additional relevant information become available, a supplemental report will be submitted.